Manufacturer narrative:
Event estimated dates. The customer reported the device is not returning. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is being filed to report single leaflet device attachment/slda, complete clip detachment, and medical intervention. It was reported that this is a mitraclip procedure to treat degenerative mitral regurgitation (mr). It was noted anterior prolapse. Two clips were successfully deployed. Then a third clip delivery system (cds) was advanced to the mitral valve, and the clip was deployed; however, the clip detached from one leaflet, but remained attached to the other leaflet (single leaflet device attachment/slda). After removing the steerable guide catheter, the clip became fully detached and embolized to the kidney vein. The clip was removed with a snare. The other two clips remain stable on the leaflets. Two clips were implanted, reducing mr. There was no clinically significant delay in the procedure.

Manufacturer narrative:
Estimated date. The device was not returned for analysis. A review of the lot history record could not be performed due to unknown lot information. All available information was investigated and a definitive cause for the reported single leaflet device attachment (slda) could not be determined in this incident, however the reported complete clip detachment (ccd) appears to be due to the slda. The reported embolism appears to be due to the reported expulsion. The reported patient effects of removal of foreign body, and therapy/ non-surgical treatment appear to be a result of case specific circumstances as the detached mitraclip was removed. The reported patient effect of embolism as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design or labeling.